Manufacturer narrative:
Concomitant medical product(s) - 0.5% bupivacaine; simvastatin for hyperlipidemia; aspirin; acetaminophen as needed. (B)(4). There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 121 mg, flow rate: 2 mg/hr for 2 days, procedure: left inguinal herniorrhaphy, cathplace: surgical wound. Halyard received a single report that referenced three different incidents, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 2026095--2016-00223 for the first patient. Refer to 2026095--2016-00225 for the third patient. It was reported that a clinical manager discovered an article titled ¿bupivacaine drug-induced liver injury: a case series and brief review of the literature." Journal of clinical anesthesia (2016) 32, 137¿141. Patient 2 received general anesthesia for sedation. The patient received an injection of 5ml of bupivacaine 0.5% intraoperatively. An onq pump was placed after a hernia repair at a rate of 2 mg/hr for 2 days. The total bupivacaine dose was 121 mg. The patient recovered with no complications, until 3 weeks later when he experienced fatigue, mild nausea, and low-grade fevers. The patient then noticed dark urine, pale stools, jaundice, and pruritus. The patient¿s liver enzymes normalized approximately 4 weeks after initial hospitalization.